Event description:
It was reported that the screw came off the extender while attempting 13mm reduction during a spinal reduction mini-invasive procedure at l4-l5. The second attempt ended in the same result, so the screw was displaced from the extender. Another screw was used, attempting 10mm reduction and it was successful. No other complications or pt injury was reported.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event.